Event description:
It was reported by the customer that their insulin pump's display screen is frozen. Customer states they changed the batteries in the device and the screen went blank a short time after. Customer stated they could not recall any significant events that lead to the alarm or if the device was dropped. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer states screen returned and device is functioning. Customer's blood glucose level was 168 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.